Event description:
It was reported that the customer was treated by paramedics for a blood glucose reading of 30 mg/dl. Prior to the event, the glucometer kept reading that the customer's blood glucose was "high", despite the customer taking numerous boluses to bring his blood glucose down. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. It was found that the customer has been wearing his infusion sets and reservoirs for up to five days. The customer was advised to change his infusion set and reservoir every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.